Event description:
It was reported that, in the paper entitled "the orthopaedic manifestations and management of children with stüve-wiedemann syndrome", the taylor spatial frame (smith & nephew) was applied to 5 patients. Only two pins required change for pin-track infection.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms in this literature review "the orthopedic manifestations and management of children with stüve-wiedemann syndrome" by hassan et al, in 2009, the taylor spatial frame) was applied to 5 patients. Two patients required change for pin-track infection. No patient specific data was available in the article. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.